Event description:
The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found pca is burnt. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.